Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining 21 clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported by user facility medwatch# (B)(4).

Manufacturer narrative:
(B)(4). Additional information: did the "clip" cut the vessel or the "jaws" cut the vessel? The incident report stated that the clip cut the vessel. What was the quantity of blood loss? There was minimal blood loss as another device was used to clip the vessel. What intervention was required? There was no intervention required. No further information was available.